Manufacturer narrative:
The customer¿s report that the secondary set separated during priming was confirmed. Visual inspection observed a separation at the engagement between the tubing and drip chamber¿s outlet port. Closer inspection observed that the tubing had insufficient solvent applied at engagement during manufacturing process. The tubing¿s internal diameter and the drip chamber port¿s outer tubing diameter were measured and found to be within specification. Functional testing could not be performed on the set due to a leak that would occur from the separation. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error. A device history record for model 72213n with lot number 20013050 was performed. The search showed that a total of 28,803 units were built in 1 lot on 24jan2020. The search showed that there were no quality notifications for the failure mode reported by the customer.

Event description:
It was reported that the IV secondary tubing set separated during infusion set-up while priming the line with normal saline (ns). There was no patient involvement.

Manufacturer narrative:
Phaseal bag access device; td 01/01/2020. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the IV secondary tubing set separated during infusion set-up while priming the line with normal saline (ns). There was no patient involvement.